Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of an image provided by the customer was performed and the following additional information was provided: the image shows tissue pinched between the main tube and proximal clevis of a prograsp forceps instrument. .

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, a small portion of bowel was briefly caught in the prograsp forceps instrument. The tissue was released when the instrument was repositioned, and no harm or injury occurred to the patient. The procedure was successfully completed robotically, using the same instrument, with no further issues.